Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. 6949 implantable tachy lead implanted: 2006 (B)(6); 5076 implantable pacing lead implanted: 2006 (B)(6); 4193 implantable pacing lead implanted: 2006(B)(6). (B)(4).